Event description:
Hcp reported the patient had shocking from the device. When the device was explanted, there was fluid reported to be in the receiver. The device was explanted and returned to the manufacturer for analysis. A followup report will be sent when additional information is received.